Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly or excessive no delivery alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported that the blood glucose had been running high for two days. She stated that she had changed the infusion set two or three times per day. The blood glucose reading was 480 mg/dl. Customer treated with the insulin pump. She stated that the drive support cap appeared normal. Customer found no air in the tubing and no leaks. The basal rate and bolus wizard settings were correct. The infusion set was removed and the cannula was not bent or occluded and the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.